Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that both balloons burst when inflated to 20 mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event.